Event description:
Event description guidant received information that the model 0184 lead dislodged. A repositioning procedure was sechedueld. At this surgery the physician plans to remove the h177 device as it is part of a safety advisory.